Event description:
It was reported that the system responds error 3. Another handpiece was used with no patient consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount and a cracked nose code. Device was tested on a generator and gave error#3. The hand piece was disassembled, and a torn acoustic isolator, and moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.